Event description:
It was reported that " persistent high pressure and possible helium loss alarm 3. Alarm history on iabp #3 showed 2-3 high pressure and possible helium loss 3 alarms per minute. This was the third pump, [per user] the alarmswere the same on the other two pumps for ~2 hours prior.due to the iab remainingmostly dormant for those 2 hours and the inability to pump the iab, recommendation for removal made. The intensivist came to the bedside". Additional information states that the iab was planned to be removed, however there was no follow up informaiton provided by the customer on patient condition and the outcome of the removal.

Manufacturer narrative:
(B)(4). The reported complaint for "persistent high pressure and possible helium loss alarm 3" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " persistent high pressure and possible helium loss alarm 3. Alarm history on iabp #3 showed 2-3 high pressure and possible helium loss 3 alarms per minute. This was the third pump, [per user] the alarmswere the same on the other two pumps for ~2 hours prior.due to the iab remainingmostly dormant for those 2 hours and the inability to pump the iab, recommendation for removal made. The intensivist came to the bedside". Additional information states that the iab was planned to be removed, however there was no follow up informaiton provided by the customer on patient condition and the outcome of the removal.